Manufacturer narrative:
Concomitant medical products. Model: 5076-52, lead; implanted: (B)(4) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited low impedance readings on both the rv defib coil and the superior vena cava (svc) defib coil. Follow-up was conducted with the allied health professional (ahp) at the patient's clinic. The ahp stated that no reprogramming has been completed. But, the patient was referred to an outside electrophysiologist (ep) for further treatment options. The lead currently remains in use. No patient complications have been reported as a result of this event.